Event description:
Procedure: lap colon. According to the reporter: during the procedure the active blade was broken off from the root. There was no obstruction, such as a clip in the jaws. The device was re-sterilized. Using a new device, the procedure was completed. After surgery, some metal piece was detected by x-ray, but not retrieved. There was no bleeding. Pt is under observation.

Manufacturer narrative:
(B)(4).